Event description:
Reportedly this pump was in use for pain therapy with demerol. The pump appeared to have delivered aprox. 400mg of demerol in 10 to 15 minutes. The pt. Experienced respiratory arrest, and subsequently survived. The pt. Remains in the hospital as an inpatient. The pump was found in an error code state after the suspected overinfusion.